Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock from the device, while sitting at their desk. The episode showed t-wave oversensing. The available data showed the sense vector was then manually reprogrammed, from primary to alternate, and the zones were changed, from 2 zones with rate cutoffs of 190 bpm and 210 bpm, to a single zone at 220 bpm. However, the patient received another inappropriate shock due to oversensing of movement artifacts. The patient was seen and an automatic setup was performed where the device picked the secondary vector. The patient was to undergo an exercise test the following day, where they hoped to reproduce the morphology change and save a template. Technical services reviewed the available data and agreed with the reprogramming and with the planned exercise test. No adverse patient effects were reported outside of the inappropriate shock therapy. The device remains implanted and in service.it was later reported that the exercise test was completed and a new template was saved at the higher heart rate. The device remains in the secondary vector and the device was reprogrammed with two zones, at 230 bpm and 250 bpm.